Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete yet. Review of the provided image is consistent with the reported complaint of an unhinged wrist.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument's portion where the tips are supposed to connect to the wrist was out of place. The instrument was caught on the cannula during extraction. The instrument had to be removed with the cannula. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred during a sigmoid colectomy. The jaws were not stuck on tissue. The instrument was not in strong grip mode at the time of event. The procedure was completed as planned after removing entire arm and trocar from patient and then subsequently off the field. New trocar was placed, and arm was redocked and new instrument was used.

Manufacturer narrative:
The force bipolar forceps instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system showing 10 lives remaining. The instrument passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage. There was no problem detected. Instrument passed electrical continuity test in both grips.

Event description:
Refer to h11 for follow-up information.